Event description:
It was reported that the system was unable to perform fluoroscopy x-ray. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator and high voltage cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.